Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned with the sutures in their original position. The loop appeared to have minor frays and was partially unraveled. There was some debris on the sutures. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed and the root cause was associated with component failure. Factors that could have contributed to the reported event include greater loop manipulation or handling than anticipated or contact with sharp edges of the bone graft.

Manufacturer narrative:
H3, h6 h10: one 72203331 10mm ultra cl endobutton used in treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use (IFU) 10600961 which includes recommendations and precautionary statements for proper use of product. If further information becomes available may be revisited. The nature of the filament material is extremely fine. Disruption and fluffing is inherent to its fine nature and may occur upon removal from its package. The fiber is sensitive to excess handling. This condition is defined as a perceived flaw. There is no detriment to safety, efficacy or design intent. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery, the threads of the endobutton were found to be torn; the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.